Event description:
Treatment of a left unruptured supraclinoid saccular aneurysm measuring 13mm x 5.3mm. During the pipeline deployment, it was reported that the device could not be opened around a bend despite re-sheathing when it was wagged to open; therefore, it was corked and removed from the patient without any issues. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).